Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder had wear at fold in the proximal and distal end of the cylinder. However, no leaks were identified. The second cylinder presented wear at fold in the proximal and distal end of the cylinder, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump krt was worn to the filament, but no leaks were identified. The pump did not pass the deflation test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed wear at a fold in the reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reported clinical observation of fluid leak is unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.